Event description:
It was reported that the pacemaker had oversensed electromagnetic interference (emi) noise during a patient's procedure. Additionally, the device had inhibited pacing. Boston scientific technical services (ts) had provided information to the health care professional (hcp) regarding radiofrequencies effects on the device. The device remains in use. No adverse patient effects have been reported.

Event description:
It was reported that the pacemaker had oversensed electromagnetic interference (emi) noise during a patient's procedure. Additionally, the device had inhibited pacing. Boston scientific technical services (ts) had provided information to the health care professional (hcp) regarding radiofrequencies effects on the device. The device remains in use. No adverse patient effects have been reported. Additional information received indicates that there was no asystole.

Event description:
It was reported that the pacemaker had oversensed electromagnetic interference (emi) noise during a patient's procedure. Additionally, the device had inhibited pacing. Boston scientific technical services (ts) had provided information to the health care professional (hcp) regarding radiofrequencies effects on the device. The device remains in use. No adverse patient effects have been reported. Additional information received indicates that there was no asystole. Subsequently, the device was explanted and replaced due to normal battery depletion. The device was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted a centered holy in the rv seal plug. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.